Event description:
Boston scientific received info that two days post implant, this right ventricular lead exhibited intermittent capture, decreased r-wave measurements and increased pacing impedance measurements. It was reported that the pt experienced vomiting. A lead dislodgement or perforation was suspected. The pt was pacemaker dependent. An x-ray was planned. Additional info was received that the lead had dislodged. A revision procedure was performed. The lead was successfully repositioned without incident. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.